Event description:
It was reported to co that while peforming a therapeutic embolization on a pt with a brain avm (cerebellum) the system failed during glue injection. The procedure was subsequently completed successfully.